Event description:
The rptr, a gestational diabetic, stated that she did back to back glucose tests, within 10 minutes, using separate finger sticks. Her results were 72, 89 and 95 mg/dl. She did not have any symptoms. The confirmation dot for the 72 was not completely blue. She had recently performed a control test on the above strips, with results in range, 'around' 116 (88-132). The lifescan rep reviewed use of the confirmation dot, coverage, coding, cleaning, and strip storage. Rptr was unaware the test strip holder came off the meter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8